Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and 2.2 failed and not detected on the bus. User tried to reboot and recover the drawer, but issue didn¿t resolve. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 2.2 was off the bus. A field service engineer (fse) attempted a hard shutdown and restart procedure; however, the pyxibus module controller (pmc) continued to display light emitting diode (led) activity and then proceeded to replace pmc and tested functionality. The system functioned as intended after the field service engineer repaired the device.